Event description:
It was reported that the end user sustained a pressure sore from sitting on a punctured cushion while in the manual wheelchair. The cushion was reportedly punctured as a result of the guard breaking on the chair after the end user fell (no malfunction of the chair reported as a result of the fall).